Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a local health care provider (hcp) that this pulse generator reached a battery status of elective replacement time (ert). The hcp expressed concern that the battery reached ert prematurely. There were no adverse patient effects. The device remains in service.